Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels. Prior to the event, the customer primed the insulin pump while connected to the infusion set, causing her blood glucose levels to drop as low as 49 mg/dl. Advised to be disconnected from the insulin pump during the prime process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.